Event description:
It was reported that the ¿end of the connection to twist¿ (male luer adapter) of a clearlink system solution set broke off leaving the tubing stuck to the port. This issue occurred when disconnecting propofol from the patient. The user had to pull hard for a couple minutes to disconnect and connect new tubing. Unspecified disinfectant was used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed with no leak has been observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.